Event description:
It was reported that cardiosave intra aortic balloon pump (iabp), the compressor was making strange noise. There was no patient involved.

Manufacturer narrative:
Due to character restriction in block e1: e1 initial reporter is (B)(6). Updated fields: b4, b5, b6, b7, d9, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code, health effect ¿ impact codes), h11, d5, d10, e2, e3, e4, e1 (initial reporter, event site email), g2. A getinge field service engineer (fse) inspected the unit and noted that the compressor current value was elevated at 9.27a. The fse replaced the scroll compressor (d119-00-0236), after which the abnormal noise resolved and the current value decreased to 7.58a. The unit passed all functional and safety test in accordance with the manufacturer's specifications. The following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 12 july 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0119-00-0236 sn: (B)(6) compressor scroll. This part was received with a reported unit failure message of compressor making strange noise. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed compressor scroll into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. The fat dept, pumped the cardiosave test fixture and verified the failure message of strange noise coming from compressor scroll. Compressors scroll failed testing. Retaining compressor scroll in the fat dept. Per procedure 0002-07-d008 rev au.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp), the compressor was making strange noise. There was no harm or injury reported to patient.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.